Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The patient line stopcock was disconnected and missing from the unit. Additionally the proximal patient line tubing was observed to be disconnected from mainline stopcock. Adhesive was present on the exterior and in the interior of the tubing to luer connection. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient line tubing was pulled apart from the patient line stopcock. There was no patient involvement.